Manufacturer narrative:
Imaging: aga requested further information regarding this case, but medical records and images were not provided. Echocardiograms are needed to confirm sizing and evaluate other parameters of the implant procedure. Analysis: the 26mm aso was returned to aga medical in its original configuration. Following decontamination, the device was measured and the size was confirmed to meet dimensional specifications. The device was examined microscopically and no defects were observed. During manufacturing, this device underwent a series of inspections and tests to confirm proper function, including a test simulating loading and deployment and verification of device sizing. A review of manufacturing documentation confirmed this device successfully completed these tests. Conclusion: the results of this investigation are inconclusive because medical records and images were not provided. The cause of the embolization remains unknown.

Manufacturer narrative:
Imaging, medical records and the device have been requested as part of our investigation -- when analysis is complete, an updated report will be submitted. Device has not been returned.

Event description:
According to the initial information received, a 26mm amplatzer septal occluder (aso) embolized minutes after it was released from the delivery cable. The patient had a large, secundum atrial septal defect with a limited retroaortic rim. The patient's defect was balloon-sized at 24mm. Initially, a 24mm aso was attempted but it would not seat properly on the septum so it was upsized. A 26mm aso was attempted using a beveled mullins sheath. While the aso was still attached to the cable, the aso was successfully positioned on the septum with primum and secundum tissue between the discs. As soon as the aso was released, it dislodged from the septum secundum. Significant shunting was observed and the edges of the aso abutted the aortic wall. The aso was snared into the ivc but became difficult to retract into the beveled sheath. The aso came off the snare and embolized into the pulmonary artery and was unable to be retrieved percutaneously. The patient was sent to surgery to retrieve the device and repair the defect surgically. Surgery was successful and the patient was stabilized.